Manufacturer narrative:
Sientra complaint case( B)(4). Investigational device [ide], no expiration date or date of manufacture available. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3-4, right side.